Event description:
The explanted device was handed over to clinical support during a clinic visit. In the surgeon's opinion the explantation was caused by repeated air pockets which resulted in an infection and temporal bone erosion.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Per reports, the recipient was having audiological benefit before device explantation. According to the information received, the user has been explanted due to a condition of multifactorial origin, namely mrsa infection involving the bone around the implant site in a copd (chronic obstructive pulmonary disease) active smoker. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the device is unlikely the source of the infection. This is a final report.

Event description:
The explanted device was handed over to clinical support during a clinic visit.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.